Event description:
It was initially reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013 allegedly due to elevated metal ion levels. The head and taper adapter were removed. A polyethylene liner and ceramic head were implanted. Additional information provided in patient medical records indicates metal synovitis, metal stained debris, and synovial tissue during the (B)(6) 2013 revision.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2013, allegedly due to elevated metal ion levels. The head and taper adapter were removed and a polyethylene liner and ceramic head was implanted.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. No evidence of product non-conformances was found.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.